Event description:
The hcp reported the pt was experiencing increased spasticity. A rotor study was done and demonstrated no movement. The pt was hospitalized with the plan being to replace the pump. A follow up report will be sent when additional information is received.